Event description:
The customer reported that he went to prime his insulin pump and the insulin kept dripping after the motor stops during the manual prime process. The blood glucose reading was 115mg/dl. Advised the caller to check the reservoir volume, but the status screen was showing dashes. The customer stated that the he did not get numbers on the screen and was not able to exit the rewind process. Instructed the customer to change the infusion set and reservoir as well to start the priming process; the reservoir was showing 2ml. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with cracked case at the display window corner, cracked reservoir tube lip, scratched screen, cracked lcd window, scratched case and cracked battery tube threads.